Manufacturer narrative:
Primary physician: dr. (B)(6). The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. Related voluntary medwatch: (B)(4).

Event description:
It was reported that premature battery depletion was suspected on the advisory implantable cardioverter defibrillator (ICD). The ICD was found to have reached the elective replacement indicator (eri). The original intended procedure was for normal battery depletion. The ICD was explanted and replaced.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received notes the patient was found to have reached the elective replacement indicator (eri) on (B)(6) 2023 and was urgently scheduled for a device exchange which was completed (B)(6) 2023. The patient was discharged and subsequently presented for a follow up appointment on (B)(6) 2023 and was doing well.